Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New (B)(6) record created in order to update (B)(6) (legal system) complaint number (B)(4). Reason for original complaint ¿ asr revision to take place on (B)(6) 2012. Asr xl - left hip. Reason for revision unknown. Update: may 18, 2017. The patient was revised was due to component loosening. Loosening occured at unknown interface.